Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. The battery and pads were not provided as part of this investigation. The device passed testing, the main pcb board was replaced and scrapped to reduce the probability of recurrence. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.